Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed a33 alarm. It was also mentioned that the pump was in the pool. Blood glucose level was 159 mg/dl at the time of the incident. No further details were provided. The insulin pump will be returned for analysis. Frn- reservoir.

Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly.